Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. In the pediatric intensive care unit (picu) the nurse programmed a bolus normal saline (ns) bolus to run over one hour. Additionally reported, it was ¿obvious toward the end of the infusion that ns bag was still full.¿ due to the delay in medication, the patient ¿remained tachycardic and hypotensive.¿ it was also noted that there were visible drops in the drip chamber. After disconnecting the tubing from the patient, the saline was not flowing out of the tubing. Even after restarting the pump, it did not infuse properly. The pump was swapped and the tubing was changed. No further information was available at the time of this report.